Event description:
The 1st cartridge was loaded onto the idrive. When the surgeon inserted the device into the interlobe through the small incision, a loud crack was heard from the connection between the idrive adaptor and the cartridge shaft got broken. Since no abnormality was found on the shaft of the idrive adaptor, new cartridge was opened and connected to the adaptor. Procedure was completed without further problem. No bleeding. No tissue damage. No unanticipated tissue loss. Nothing fell into cavity. No patient harm. Operating time not extended. No information about the use of reinforcement material.

Manufacturer narrative:
(B)(4).